Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms and events which appeared to be consistent with a potentially compromised driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contains data captured from (B)(6) 2021 and captured several driveline fault alarms with corresponding yellow wrench advisory alarms. No interruption in pump function was observed, and the pump appeared to have operated as intended. Additional information was later communicated by the account, stating that the patient is stable in outpatient setting and would continue with routine care visits. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management," addresses how to care for the driveline and outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was seen in clinic for a routine visit and upon ventricular assist device (vad) interrogation, was found to have continuous driveline fault alarms. Log file analysis confirmed the continuous driveline fault events. Phase data was also analyzed and it appeared that a wire in phase 2 was having continuity issues. A controller exchange was not performed. The patient was stable in outpatient and would return to their clinic monthly for vad interrogation.